Event description:
It was reported via trial that during stent deployment in the right internal carotid artery, the stent moved forward and did not fully cover the target lesion. A second stent was implanted to completely cover the target lesion. There was no adverse pt sequela. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The product used during the procedure was not returned which could have aided in the determination of the cause. A stent jumped may be a result of, but is not limited to, pt's vessel geometry, the vessel diameter which could have been larger than the stent, if the stent does not appose the vessel wall when the stent is fully deployed, when there is inadvertent movement of the handle during deployment, or the positioning of the stent prior to deployment was not optimal. Furthermore, as per acculink instruction for use, stent deployment caution notes that prior to stent deployment, remove all slack from the delivery system. Based on available info, a conclusive cause of the jumped stent could not be determined, review of the device history record did not produce any findings relevant to the event.